Event description:
The customer obtained negatively biased quality control results using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were processed while quality control was unacceptable. There were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation has determined that negatively biased vitros valp values were recovered from biorad and vitros tdm pv quality control fluids. The customer has two vitros 5,1 fs systems on site, and the event is isolated to one system. The root cause has not been determined and the investigation is on-going.